Event description:
It was reported that a one-link became disconnected from the patient¿s peripherally inserted central catheter. This occurred shortly after the one-link was changed and an unknown antibiotic was administered. There was limited blood loss, however there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.